Manufacturer narrative:
Block h2: additional information received on november 2, 2023: block b2 (date of event) and block b5 (describe event or problem) block h6: imdrf device code a15 captures the reportable event of clip unable to release from the delivery system. Block h10 the returned resolution 360 clip device was analyzed, and a visual and microscope evaluation noted that the device was returned with the clip assembly stuck into the bushing. Media examination was performed, and it was possible to observe a clip assembly attached to the tissue, but it is not clear if the clip was activated or not. Functional testing examination was performed, and the handle did does not have communication with the clip assembly. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip would not release was confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing. According to the evidence, it is possible that the clip would not from the catheter due to the clip assembly was highly stuck with the bushing. A soft deployment was caused by accident by activating the device and trying to reopen the clip. One of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectosigmoid during a colonoscopy procedure performed in mid-september. The provided event date of (B)(6) 2023, was chosen as the best estimated date based on the available information. During the closure, the physician attempted to place a clip on the polypectomy site. However, the nurse was unable to release the clip from the delivery system despite multiple attempts. To resolve the problem, they cut the handle of the delivery system and withdrew the scope to return to the site where the clip and catheter were still stuck. The physician then used forceps to precut the mucosa around the clip to relieve pressure and avoid tissue tearing when pulling on the catheter. Finally, they were able to pull on the catheter and release the clip from the polypectomy site, but they remained stuck on the delivery system. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. ****additional information received on (B)(6)2023*** the exact event date is (B)(6), 2023.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectosigmoid during a colonoscopy procedure performed in mid-september. The provided event date of (B)(6) 2023, was chosen as the best estimated date based on the available information. During the closure, the physician attempted to place a clip on the polypectomy site. However, the nurse was unable to release the clip from the delivery system despite multiple attempts. To resolve the problem, they cut the handle of the delivery system and withdrew the scope to return to the site where the clip and catheter were still stuck. The physician then used forceps to precut the mucosa around the clip to relieve pressure and avoid tissue tearing when pulling on the catheter. Finally, they were able to pull on the catheter and release the clip from the polypectomy site, but they remained stuck on the delivery system. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3 date of event: the exact event date is unknown. However, the complainant reported that the event happened in mid-september. The provided event date of (B)(6) 2023, was chosen as the best-estimated date based on the available information. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the delivery system.